Manufacturer narrative:
(B)(4) follow up MDR for correction/device evaluation: correction: following submission of initial MDR, it was identified the incorrect annex a was initially reported. Updated annex a code to reflect failure that was reported. Device evaluation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Record opened in relation to existing complaint based on additional lots reported. The following was reported via email: the leakage is at the plunger seal, and the device shows visible damage, the syringe has been set aside for checking and others from the same batch have been found with the same damage on the syringe barrel. Syringe lot 240224 syringe lot 2312017 syringe lot 2311114 -> twisted syringe tip prevents extension plug from being connected.